Event description:
It was reported that the pump time was incorrect. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.